Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when she was trying to change her site, the insulin pump alarmed no delivery during manual prime. Customer stated that she changed her site and her blood glucose readings are still going up. Customer mentioned that insulin was not going into her body but coming out on the skin. Customer's blood glucose reading at the time of the call was 523 mg/dl. No further information reported.